Manufacturer narrative:
The case description states that the user put in a 0.2 bolus correction but the phone gave them a 20 unit bolus and that the app often does not accept the decimal points when manually changing the suggested bolus. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. The engineering logs from the date of occurrence were overwritten due to continued use of the system. Inspection of the audit log files show occurrence of the 20u bolus delivered on the (B)(6) 2023. The audit logs show that the buttons to use cgm and confirm the bolus were pressed to deliver the bolus but without the engineering logs it could not be conclusively determined how the user interacted with the controller to program the bolus. Inspection of the available engineering log files do not show any boluses that the user delivered that relate to a potential over delivery of insulin due to this issue. A software defect has been identified in version 1.2.2 of the omnipod 5 app. This defect has introduced an error in the bolus calculator where the entry of a decimal separator (period/comma) is not recognized by the device in a defined sequence of events. This may lead to an over-delivery of insulin to the user if the user does not recognize the error on the bolus calculator screen or the confirmation screen prior to starting the bolus. The complaint reported issue is currently under the referenced CAPA investigation. No further post market lab investigation evaluation is required.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's android app was malfunctioning, the patient put in .2 for a bolus correction and it gave her 20 units which ultimately landed the patient in the emergency room. The patient stated she didn't know she gave this until a few minutes later when her blood glucose (bg) was dropping quickly and she noticed 17 units of insulin on board I(ob). Fries and bbq sauce were eaten after the bolus and the caller states she did not bolus for them. While in the hospital the patient was treated for her low with two juice boxes and some macaroni and cheese. The patient was discharged a few hours later with no prescribed medications.

Manufacturer narrative:
The reported event occurred due to a software defect that is being corrected under CAPA-000082. This malfunction is the subject of a field safety correction. Reference FDA: res number (B)(4). D1 - brand name changed to omnipod 5 app. D4 - unique identifier (UDI) # (B)(4). D4 - serial # (B)(6). D4 - model # pt-000409. D4 - catalog #pdm-h001-g-xx.